Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that the patient passed away. It was noted that the patient experienced dizzy spells and collapsed and they think that the implantable pulse generator (ipg) failed and contributed to the patient death. The cause of death was determined as hypoxia followed by respiratory failure and sudden cardiac arrest.